Event description:
2 doses of gentamicin infusion prepared in sabratek bags were reported to be leaking at connection where extension attaches to sabratek bag tubing. Doses were wasted & new doses had to be sent out to home.